Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw, painful scabs. There was no alleged device malfunction contributing to the irritation. The reports seeking medical attention for the skin irritation. Patient reported that the irritation is getting better.